Event description:
It was reported this balloon ruptured at 10 atmospheres during a subclavian vein dilatation procedure of a very fibrous lesion. Following balloon rupture it was noted a portion of the balloon material detached in the pt. Retrieval of the detached balloon material with a snare was uneventful. Another balloon catheter was used to successfully complete the procedure without any pt complications. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the distal 5 centimeter portion of balloon material was detached from the catheter shaft and inverted over itself. The proximal portion of balloon material was located on the catheter shaft. The distal radiopaque marker had moved distally 14 millimeters on the catheter shaft and the distal bond was located on the catheter shaft. The shaft under the balloon was kinked 4.1 centimeters from the distal tip. The balloon material was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow up revealed this balloon was inflated well beyond its rated burst pressure and the lesion was very fibrous and resistance was encountered during dilatation. This device displayed characteristics consistent with exertion against resistance, a kinked catheter shaft. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the ballon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."